Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that on (B)(6) 2015, the patient presented with a descending thoracic aneurysm and was treated with two conformable gore® tag® thoracic endoprostheses. The aneurysm showed reportedly a staple diameter of 73 mm between (B)(6) 2015 and (B)(6) 2016. On (B)(6) 2018, a type ib endoleak along with aneurysm growth (aneurysm diameter 76 mm) was identified and successfully treated with distal extension on (B)(6) 2019. The extension was performed with the implantation of an additional conformable gore® tag® thoracic endoprostheses and a gore® viabahn® endoprosthesis in sandwich technique. The patient tolerated the procedure.